Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Clarification of event received (B)(6) 2019: the main entry was at the right below the left subclavian artery and zteg-2pt-34-24-199-pf/lot e3464401 was deployed from 50mm distally away from the entry to the level of th12 (240mm away from the entry). Then a stent graft from another manufacturer (40mm x 150mm) was deployed from the right below the brachiocephalic artery. Dimensions of the distal fixation site (landing site): true lumen 15mm, flase lumen 45mm.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a male patient with a chronic dissection underwent tevar and had a zteg-2pt-34-24-199-pf implanted 50 mm distal to the entry tear ending at the level of th12. The device was extended proximal with a competitor device which ended just distal for the brachiocephalic artery. It was reported that the aortic diameter at the distal landing zone was 15 mm in the true lumen and 45 in the false lumen. On (B)(6) 2019 the patient presented with back pain. A CT scan showed a d-sine at the distal end of zteg-2pt-34-24-199-pf. The d-sine was treated with an additional stentgraft placed in the distal end of the zteg-2pt-34-24-199-pf. The information in this complaint was reviewed and a clinical assessment was given. Per the clinical assessment "usually a d-sine is the result of oversizing, but would normally present much earlier than 30 months later. The most likely cause of the new entry tear would be continued pulsatile movement of the distal end of the device against the dissection septum, over time." Review of the device history record gave no indication of the device being produced out of specifications. Per the instructions for use sent with the device, dissection is a known adverse event. Based on the provided information it has not been possible to establish an exact cause for this event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device under PMA/510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2016 tevar was performed. On (B)(6) 2019 the patient felt pain in his back. CT scan was performed and d-sine was confirmed at the distal end of zteg-2pt-34-24-199-pf/lot e3464401. On (B)(6) 2019 a stent graft from another manufacturer (26 mm x 15 cm) was placed in the distal side of the zteg with overlapping. Patient outcome: there have been no adverse effects to the patient reported.